Event description:
It was reported that a patient implanted with an impella cp developed thrombocytopenia. The pump was later explanted as care was escalated to the 5.5 pump. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 an incorrect selection was made on the initial report that was submitted. A new selection was added. D.3 manufacturer name should not of contained numbers behind it on the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the investigation has been completed. Thrombocytopenia : the cause of the thrombocytopenia cannot be determined as insufficient clinical details were provided. The device history review was completed and the pump passed all the post sterile inspection checks.